Event description:
In 2008, the pt reported 2 incidents of elevated blood glucose readings over 400 mg/dl. He stated he was only able to lower his reading to 270 mg/dl. The pt was advised to switch to his backup insulin infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.